Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of disorientation and was unaware of their surroundings. Upon interrogation it was noted that the patient's heart rates were in the 30 beat per minute range. It was also observed that the atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms from two months earlier and had non detection of sensing. A fracture was suspected. But not confirmed. An x-ray was ordered, however the field representative was not notified of the results. The cause of the low heart rates remained unknown. The device was reprogrammed to pace and sense in the ventricle only. It was also noted that the patient was in complete heart block. At this time the ra lead and pacemaker remain in service and no further adverse patient effects were reported.